Manufacturer narrative:
(B)(4). Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or rewind anomaly noted during testing. Unit functioned properly. Pump passed the delivery accuracy test. Motor was tested outside the device and passed. Unit received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 546 mg/dl on (B)(6) 2017 at 12:52 pm. Customer advised the insulin pump would take a long time to rewind, the device may have had possible motor issues and they changed out their infusion set 11 times because of troubleshooting and healthcare provider¿s instructions. Customer was with their healthcare provider at the time of call, they refused to troubleshoot and demanded a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.